Manufacturer narrative:
Complaint confirmed, the threaded tip was found to be broken. The device was found to meet dimensional and material specifications. The cause of the event is undetermined, however a likely cause of the event is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-9215-1-02 broke while being removed from the patient during an apex total shoulder procedure. All fragments were fully retrieved, and the device was no longer needed to complete the case. The rep reported that the issue did not affect the outcome nor the actual surgery.